Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient had an unidentifiable service code on their monitor screen. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unidentifiable service code) has been confirmed. As received, the monitor was constantly resetting. The cause of the constant resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The patient received a replacement monitor.